Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of above 300 mg/dl. The customer went to the emergency room (ER) and was vomiting. The customer was treated with insulin drips to stabilize bg level. The customer was in the ER for 6 hours left with a bg level of above 100 mg/dl and feeling better. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.